Event description:
The following information was reported to gore: on (B)(6), 2014, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft for a chronic type b aortic dissection. A total debranching/bypass procedure was performed. Tgu404020j was implanted. On an unknown date, a stent graft-induced new entry (sine) was observed at the distal edge of the device. On (B)(6), 2021, a reintervention to place two additional stent grafts was performed. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the conformable gore tag¿ thoracic endoprosthesis instructions for use, adverse events that may occur include, but is not limited to vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2014, this patient endovascular treatment using gore tag conformable thoracic stent graft for a chronic type b aortic dissection. Total debranch bypass procedure was performed. Tgu404020j was implanted. On an unknown date, a stent graft-induced new entry (sine) was observed at the distal edge of the device. On (B)(6) 2021 a reintervention to place two additional stent grafts was performed. The patient tolerated the procedure. During the reintervention on (B)(6) 2021 an event reported in mpdcase-(B)(4) occurred.